Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports the syringe tip broke off in the luer lock 12cc syringe.

Manufacturer narrative:
A complaint the syringe tip broke off in the luer lock 12cc syringe was received for the product 1181200777t. A device history record (DHR) review could not be performed since no lot number was provided. The investigation on the samples could not be performed either since no samples will be returned which confirmed by customer. Based on investigation, the defect and the root cause could not be determined, so no corrective and preventive actions will be taken at this time. This complaint will be closed as unconfirmed at this time. If additional information is obtained, this file may be re-opened for further investigation.